Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple unspecified alarms occurred during the load process. Reportedly, the customer cleared the alarm and reloaded the cartridge to address the event. There was no impact to the customer's blood glucose level.